Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
Related manufacturer report 3006705815-2020-01801. It was reported that patient experienced unintended stimulation and upon x-ray imaging lead migration issue was confirmed. Patient experienced no traumas or falls. Programming changes were attempted however coverage was unable to be obtained. A surgical intervention is anticipated in the near future. No further information is available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received states that both leads were explanted, and new leads were implanted. There were no complications during the procedure. Patient was stable.